Event description:
The customer returned the device for evaluation and repair of treatment tool getting caught while insertion or removal and the guide wire being loose. There is no harm to any patient or persons. Upon evaluation of the returned device, the light guide lens adhesive was found to be peeled off. This medwatch is being submitted for the reportable issue of the peeled light guide lens adhesive as observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the light guide lens adhesive was peeled off. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.